Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) and reported that a fluid leak was discovered during their treatment. An ¿m31 air detected in cassette¿ alarm had occurred during fill 3 of 5, prior to finding the leak. The patient was unable to bypass the alarm and their treatment was discontinued on the cycler. When they opened the cycler door to remove the cassette, fluid was observed leaking out of the cassette compartment. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient stated they would perform an alternate method of pd therapy. They were also advised to report the event to their peritoneal dialysis registered nurse (pdrn). Follow-up with the patient's pdrn revealed the patient had not informed them of the event. However, the pdrn confirmed that they have communicated with the patient on multiple occasions since the reported event date, and there have been no indications that the patient was experiencing any adverse effects. The pdrn stated the patient has not developed any signs or symptoms of peritonitis, and indicated that their well-being was in a good state. The pdrn stated they would follow-up with the patient to verify they are continuing their pd therapy on the replacement cycler without issue. The pdrn did not think that the patient would have retained the cycler set, but stated they would confirm this when speaking with the patient. Multiple attempts to obtain additional information were made, and to date, no further details have been provided.

Event description:
More details were provided through additional follow-up with the pdrn. The patient did not develop any symptoms, or experience any adverse effects due to the reported fluid leak. The patient was able to complete their treatment by performing a manual exchange. It was confirmed that the patient was trained to perform manual pd therapy, as well as stat drains. No damage or defects were noted on the liberty cycler set. The lot number for the cycler set could not be provided. The cycler set was not available to be returned for evaluation as it was reportedly discarded. It was confirmed that the new cycler was received and the old cycler was scheduled to be returned.